Event description:
(B)(4) in tech transferred call to complaints and stated the provider states the seat frame is broken at the weld.

Manufacturer narrative:
(B)(4). Received device evaluation (B)(4) 2015. Conclusion: returned unrepaired est declined.

Event description:
(B)(6) in tech transferred call to complaints and stated the provider states the seat frame is broken at the weld.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.